Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that occlusion alarms occurred. The cartridge was reloaded to resolving the occlusion. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.